Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation of right breast prosthesis. Concomitant products: mentor smooth round moderate profile 375cc saline breast prosthesis, catalog # 3501660, lot # 5570556. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 350cc saline breast prosthesis that deflated after implantation. After a mammogram, it was observed that the patient¿s right breast was much smaller. The mammogram possibly caused the deflation of the breast prosthesis. As a result, the patient underwent bilateral explantation and replacement with a mentor smooth round moderate profile 350cc saline breast prosthesis and a mentor smooth round moderate profile 375cc saline breast prosthesis on (B)(6) 2020. Deflation of the right breast prosthesis was confirmed by the surgeon after explantation surgery. The implantation date reported is before the manufactured date of the suspect medical device. Mentor will report the dates as received. If clarification is received on the implantation date, a supplemental report will be submitted.

Manufacturer narrative:
On 23-mar-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a deflated breast prosthesis that was possibly caused by a mammogram. During visual inspection of the sample, a crease was observed on the posterior view. In addition, a tear measuring approximately 0.3 cm was noted within the crease, causing a deflation. The evaluation determined that the rupture is consistent with a crease fold rupture. These kinds of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses. It is possible the deflation was caused by the stress occasioned to the shell by the mammogram. The crease present on the shell may have contributed to the rupture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Breast implants are not considered lifetime devices. Deflation is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).